Event description:
It was reported that during insertion in toxicology, the sheath tip of the peel away catheter peeled back. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). No sample is expected to be returned for evaluation. A review of manufacturing records will be conducted. If there are any relevant findings, they will be provided in a follow-up report.